Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a motor error while priming. The blood glucose reading was 360 mg/dl. The parent did not recall any specific event leading to the alarm and stated that the insulin pump had not been exposed to a strong magnetic field. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.